Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic nissen procedure, the device was activated and it did not feel right. It did not sound right. It looked like it was coagulating properly. The vessels were sealing fine. The patient was taken to recovery. In recovery, the patient's blood pressure started to drop. The patient was taken back to the operating room and they found that the short gastric off the stomach where the harmonic had been used was bleeding. The doctor used suture to stop the bleeding. It is unknown if blood products were administrated. The patient is fine. The device was discarded. Additional information received: surgeon said it was acting slow most of the time and the min and max sounds were a little off but they were sealing ok so he didn't think much of it. He did not have his normal team setting up the harmonic in which this is where I think they didn't have it completely screwed in and torched properly. When the rep went back into the account and showed the surgeon after the case what it would be like if the device wasn't secured in (properly attached) and he agreed those were the sounds he was hearing. Hospital contact stated that the procedure was a lap bypass and everything was fine, they closed and she went into the holding area. It was then 30 minutes later, patient's pressure dropped and they took the patient back in, realized the patient was bleeding at the short gastrics where the surgeon used harmonic on some of the vessels. Surgeon sutured the bleeders and closed again. When I spoke with the surgeon that day, the patient was doing ok.